Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was unknown. It was noted the issue resolved without sequelae on 2015 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.8798 mg/day), bupivacaine (10.0 mg/ml at 4.399 mg/day), and compounded baclofen (100.0 mcg/ml at 43.99 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was interrogated on (B)(6) 2015 and a motor stall was noted on (B)(6) 2015 at 09:45 with recovery the same day at 09:58 without a report of MRI. It was indicted the event was related to the device or therapy. No action was taken and the issue resolved without sequelae on (B)(6) 2015. It was noted the patient's baseline weight was (B)(6).